Manufacturer narrative:
H10: internal complaint reference: case-(B)(4).

Event description:
It was reported that during an internal fixation surgery, the nail engaged with one (1) meta-tan drill guide off, so surgeon had to burr off one (1) percutaneous guide bolt. The procedure was resumed, after a significant delay, with the same device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device found that the distal tip of the barrel is severely damaged, and a piece is fractured from the device. Furthermore, the damage found in the visual inspection indicates that the device will not function as intended, confirming the separation failure. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Since the instrument broke due to the devices being burred off, the event is attributed to user error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d9. Corrected data: h6 (medical device problem code).